Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user_s hearing performance with the device was affected after recipient fall. Before the reported trauma the recipient had been responding to sound stimuli with the device. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This bilateral recipient fell out of his cot around (B)(6) 2019 on the left implanted side. In situ testing show affected channels.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is considered but no date has been provided yet.

Event description:
This bilateral recipient fell out of his cot around mid (B)(6) 2019 since then hearing performance with the device was affected. There was no redness or swelling around the implant site. Before the fall the recipient had been responding to sound stimuli with the device. Reimplantation is considered.